Event description:
It was reported to boston scientific corporation that an amplatz super stiff as being used in an interventional radiology procedure on (B)(6) 2022. During the procedure, the guidewire was stiff. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.